Event description:
A (B)(6) male patient who was not a candidate for open repair underwent evar with zenith aaa devices on (B)(6) 2013. The patient underwent a repair on (B)(6) 2014 due to acute thrombosis of the right limb of the stent graft with consequent development of critical limb ischemia and there was evidence of early stenosis of the left limb. The physician performed pta and stenting on the left side (using patient donor iliac) and a surgical fem-fem cross-over.

Manufacturer narrative:
(B)(4). The event is still under investigation. This report is required by the FDA under 21 cfr part 803.

Manufacturer narrative:
During the investigation, a review of complaint history, instructions for use (IFU), and trends was conducted. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure in regards to occlusions, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects, anatomical criteria, anatomical conditions, importance of accurate placement. Specific to this case zenith ifus state: "patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures." "Vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization." No product or imaging were returned to assist with this investigation, and limited information was provided. Based on the information available, a definitive root cause cannot be determined or reported at this time. There is no evidence to suggest that the device design or functionality contributed to this event. We will continue to monitor for similar complaints and notify the appropriate internal personnel.